Manufacturer narrative:
Trackwise #: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(4). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) were unable to get power to the jaws. Finally this was accomplished by the perfusionist bending the adapter cable which allowed power to go to the jaws. They had to hold and bend the cable through the rest of the evh procedure. The hospital did not report any patient effects.